Manufacturer narrative:
H10 device evaluation: one ventilator device was received for investigation. During visual inspection no damage or anomalies were observed with the device. Upon further inspection the reported issue was confirmed when the patient circuit was observed to be loose. The investigation attributed the root cause of this issue to force applied onto the circuit in the loosening direction, while the device circuit is connected (looseness of the patient outlet connector). However, the cause could not be traced to manufacturing related issues. As no manufacturing root cause could be identified, no review of manufacturing device history records was conducted. A review of device confirmed this device has not been in for service previously. The patient circuit connector was furthered tightened with a force of 4.5 nm. After that, functional tests and performance tests were conducted and passed. The root cause of the reported issue was found to be a design issue.

Manufacturer narrative:
Device evaluation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. UDI#: unknown. Operator of the device: unknown.

Event description:
It was reported that during the maintenance checkup, the engineer noticed the connector was tightened with the torque of 4.5n or smaller. No patient injury was reported.